Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl and carbohydrates were consumed to address the low bg. The cause of the low bg was not known. A pump system check was performed and no device issues were identified. The customer reported the bg had increased to 60 mg/dl during the time of the report. As the customer was new user of the pump, tandem technical support advised the customer to discuss the low bg event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 50 mg/dl was confirmed on (B)(6) 2017. User made multiple bolus requests without entering current bg level prior to low bg level. Use completed four cartridge change sequences just before low bg levels were recorded. Basal rate was set at .7 u/hr for the majority of the day. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.